Event description:
Philips received a complaint by the customer on the v60 indicating that the on/off button of the device seems to be reaching the end of its life: very difficult to turn on and off. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the on/off button works once in 10 or 15. No other symptoms and no error message. Recommendation to start by replacing the led strip that contains the power button connection cable. The fse replaced power switch to resolve the reported issue . The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time

Manufacturer narrative:
H10: this report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00245. All information from the original report(s) has been transferred to this report.